Event description:
The customer reported that the radiation was not compatible with the image amplifier field. No pt injury was reported.

Manufacturer narrative:
The MDR is related to ge healthcare complaint. The ge service rep calibrated the radiation field. The system operates as intended.